Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the 22nd february 2016 and performed to specification up to the 7th april 2016. The returned pad-pak was inserted into the device. The device successfully passed an auto self-test then passed a self-test during a manual power cycle. Investigation found no fault with the device. It performed to specification throughout the history log and during extensive testing at heartsine. There is no evidence within the history log of the device issuing a low battery warning or entering fault mode.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has low battery warning.